Event description:
Healthcare professional (hcp) reported injecting a patient in the ck1 (zygomatic bone), ck3 (anterior zygomatic), and ck4 (lower lateral area of the cheekbone) with 3 ml of juvéderm® voluma® with lidocaine. Four months later, the patient reported ¿morning edema¿ in the facial region at the zygomatic and periorbicular regions, mostly on the right side. The patient also experienced ¿pain¿ in the left anterior zygomatic region upon palpation. Upon examination of the left side, there was evidence of a ¿rounded mass of less than 1 cm in diameter¿ was palpated approximately 1 cm from the piriform fossa that is not attached to deep planes, ¿mobile and painful¿ when compressed. Upon examination of the right side, there was a ¿less uniform, larger, mobile mass¿ palpated at the anterior zygomatic level. Hcp noted "possible immunologic reaction with inflammatory granuloma and edema in face region" and "areas of granulomatous aspect according to ultrasound." The patient was treated with dexamethasone ointment that gave improvement to the edema. The next day, the patient was prescribed doxiclat 100mg every 24 hours x 7 days. An ultrasound performed showed the left side had "palpable paranazal pseudo-nodular area on the right side with highly vascularized hypoechoic subcutaneous tissue" and the right side had "presence of a prominent inframallar vessel (below palpation). Increased subcutaneous tissue, hyperechoic across the whole face, with an edematous appearance." Biopsy was not provided. Event is ongoing.

Event description:
Healthcare professional (hcp) reported injecting a patient in the ck1 (zygomatic bone), ck3 (anterior zygomatic), and ck4 (lower lateral area of the cheekbone) with 3 ml of juvéderm® voluma® with lidocaine. Four months later, the patient reported ¿morning edema¿ in the facial region at the zygomatic and periorbicular regions, mostly on the right side. The patient also experienced ¿pain¿ in the left anterior zygomatic region upon palpation. Upon examination of the left side, there was evidence of a ¿rounded mass of less than 1 cm in diameter¿ was palpated approximately 1 cm from the piriform fossa that is not attached to deep planes, ¿mobile and painful¿ when compressed. Upon examination of the right side, there was a ¿less uniform, larger, mobile mass¿ palpated at the anterior zygomatic level. Hcp noted "possible immunologic reaction with inflammatory granuloma and edema in face region" and "areas of granulomatous aspect according to ultrasound." The patient was treated with dexamethasone ointment that gave improvement to the edema. The next day, the patient was prescribed doxiclat 100mg every 24 hours x 7 days. An ultrasound performed showed the left side had "palpable paranazal pseudo-nodular area on the right side with highly vascularized hypoechoic subcutaneous tissue" and the right side had "presence of a prominent inframallar vessel (below palpation). Increased subcutaneous tissue, hyperechoic across the whole face, with an edematous appearance." Event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.